Event description:
The pt's family member called to report that the suspect device was used at 2:55am and a result of 141mg/dl was obtained. The pt was experiencing low blood glucose and the pt's family member called the paramedics. Upon arrival the emt's used their own meter to check the pt's blood glucose and the results were 33 and 27mg/dl at 3:30am. The emt's treated the pt at home with an unk IV. Hospitalization was not necessary. Expired glucose control solutions were used with the test strips and out of range. The suspect device was replaced and authorized for return to the MFR for evaluation.